Manufacturer narrative:
The adverse event term codes cancer and cancer, nonbreast have been retired for the use in lymphoma and lymphoma - alcl cases. As a result of this increased specificity, the safety database term codes of "lymphoma or "lymphoma - alcl" are to be used rather than cancer or cancer, nonbreast. This event was submitted via (B)(4), (B)(4) 2011 with the term codes MFR unk and cancer. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.

Event description:
Event of anaplastic large cell lymphoma reported in journal article: "primary and secondary t-cell lymphomas of the breast," gabriela et al, appl immunohistochem mol morphol volume 17, number 4, july 2009. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.